Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was programmed off.

Manufacturer narrative:
Concomitant medical products: 4092 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a loss of capture and undersensing. It was noted that p-waves have never been observed since implant. The ra lead remains in use. No patient complications have been reported as a result of this event.